Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 ¿ 583, due to insulin use outside of the manufacturer¿s recommended temperature ranges. The customer address the elevated bg with a supply change and resumed insulin.